Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump battery depleted too quickly. No additional information was received regarding the outcome of the event or impact to the customer¿s blood glucose level. Customer support planned follow-up for more details, and case was flagged for further escalation to clinical support. Csa to replace pump. Customer will continue to use current pump.